Event description:
It was reported that the device jammed on an unk firing. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4): jaw/cam interface disengaged. Evaluation summary: the analysis results found that the el5ml device was returned with the jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.